Manufacturer narrative:
Device was not implanted/explanted. An updated device history record (DHR) was completed: manufacturing site: (B)(4). Manufacturing date: october 04, 2015. Expiry date: october 01, 2025. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. Traces of use / scratches were visible at blade. A DHR review was performed for the affected lot and all its subcomponents (blade, sleeve, endcap, screw), no abnormalities or deviations were detected, which could lead to the complaint failure. Additional the raw material was checked with the result, that the correct raw material was processed. A test of the tread of the blade with a plug thread gauge was carried out with the result that it does not meet the specifications and this leads to the conclusion, that the dimensions of the thread are not correct. It was tested, if the components of the blade were mountable and dismountable with the result that it works correctly. The part shows strong traces of use, probably caused by the surgery. The product is manufactured by using validated processes, and the concerned dimension is tested before the product is commercialized. It was possible to mount and dismount the impactor without problems. The damage, leading to the out of tolerance dimension was most probably caused after production (deformation of the blade during surgery). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device has been received and is currently in the evaluation process. Additional device product code is hwc. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. This field should have been blank on initial medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) the patient had extension of anesthesia and excessive bleeding due to the event. Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only manufacturing location: (B)(4), manufacturing date: 14th october 2015, expiry date: 1st october 2025. No deviation found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery applying japanese pfna for intertrochanteric femoral fracture took place on (B)(6) 2015. During the surgery, the reported impactor stuck into the blade in question and the surgeon couldn't remove it after inserting the reported blade. The surgery was completed successfully by using spare products which were from the other manufacturer. There was a 60 minute surgical delay. It was reported that the patient had excessive bleeding due to the event. The patient had extension of anesthesia due to the event. There was a 60 minutes surgical delay. The patient is a (B)(6) female and she is recovering properly at this moment. No further information in detail is available at this moment. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).